Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before surgery, when the nurse picked up the product for preparation, the needle was sticking out from the package even though it was not opened. There were no adverse patient consequences. No additional information was available.